Event description:
It was reported that mobi pump displayed malfunction code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. There was no 3rd party assistance required. Customer gave correction insulin injection by pen or syringe, contacted technical support, and was guided to reset pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if problem returned.